Event description:
Boston scientific received information that a lead revision was performed to explant and replace this left ventricular lead due to the ongoing high impedance issues. No adverse patient effects other than the additional procedure were reported.

Event description:
Boston scientific received information that this left ventricular lead was noted to have pacing impedances greater than 2000 ohms along with loss of capture. A lead revision was scheduled for the near future. No adverse patient effects were reported.

Event description:
.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 382-384 millimeters from the terminal pin. There was also a bend noted in the polyurethane tubing along with torn inner insulation at the same site. Electrically, a continuity test was performed and the lead did not pass on both the anode and cathode. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
With current information, the lead remains in service. No further information is available. This report will be updated if more information becomes available.